Event description:
Pt received bolus of 3-5 ml IV morphone (5 mg/ml) from pump infusion. Pump/tubing was piggybacked into main IV line. This main IV line was still connected to the anesthesia extension set (large bore) of another co's set with "y" tubing for warming fluids in or. For some reason blood backed up in both IV line and pca tubing. The nurse flushed the line with normal saline. The pt immediately became unresponsive. Required a 0.4 mg narcan IV push with narcan drip to respond. Upon investigation, it was ascertained that the "y" tubing used by anesthesia has a very large bore "y" with what appears to be dead space between the two ports. The morphone doses being pumped by the pump must have pooled in this spece. The saline flush gave the pt a bolus dose of pooled morphine. (Also see medwatch 1000324.)